Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after the user went sledding. The user's blood glucose level was 105 mg/dl. The user reloaded the cartridge and insulin delivery was resumed.